Event description:
Rptr's client received a bovine heart valve, model 2800 size 23 millimeter. Dr removed the bovine valve and replaced it with a number 23 st jude mechanical valve. The reson for the replacement surgery was that the bovine valve was contaminated. To rptr's understanding both a fungus and a bacterial infection were cultured. It is rptr's understanding that the nature of the infection is such that the valve contained the infection when it was implanted. In the event the health care providers have not previously notified FDA of this occurrence, this is to so notify FDA so that they may take appropriate measures.